Event description:
It was reported the patients blood glucose level rose to 300 mg/dl. The pod alarmed while wearing the pod between 36 and 24 hours on the abdomen. No treatment was provided.

Manufacturer narrative:
The download data could not be obtained because the device would not connect to the master pdm. The pcb was removed from the device and connected to a power source. The pcb was still unable to be connected to the master pdm due to the corrosion. Without the download data, it cannot be confirmed whether or not a hazard alarm occurred. A tear on the unexposed portion of the cannula diverted fluid from the fluid path into the device, causing an insulin delivery failure and leading to corrosion on internal components.